Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to get any green lights on the telemetry portion on the remote monitor during a manual transmission. Troubleshooting steps were taken to no avail. Referred to device clinic for follow up in-clinic. This will help rule out any potential implanted device concerns. Patient may bring remote monitor to verify if it is able to read device before going home. The remote monitor remains in use. The device remains in use. No patient complications have been reported as a result of this event.